Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that he patient had loss of stimulation and was experiencing inadequate stimulation despite reprogramming due to lead migration which was confirmed through an x ray. The patient underwent a lead replacement procedure in which it was found out that the lead was fractured. The patient was doing well postoperatively and explanted lead will not be returned.